Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to the ipg becoming superficial. The patient underwent surgical intervention on (B)(6) 2020 wherein the ipg pocket site was moved laterally and the ipg was implanted deeper, resolving the issue.